Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient circuit board. It was confirmed that the design of the dr board (printed circuit board) was changed on (B)(6) 2018. Therefore, this confirms that the subject device was manufactured prior to the design change being implemented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 series scope was noted. In addition, a loose/worn connector socket were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center fails to process 180 scopes during preparation for use. During a standard service inspection of the customer returned device, no image was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.